Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. However, all records from manufactured lots are reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The actual complaint sample (1 each) was returned for review without packaging or lot number identification. The sample was evaluated by testing the pump. The results of the test found that the nutrient fluid flowed slowly and the flow that came from the silicone tube leaked from the pin hole. Therefore, the actual complaint sample was confirmed. A formal corrective/preventative action (CAPA) was opened with the supplier to address the root cause and corrective actions. Included in the CAPA are process improvements for the inspections of the process router parts and tooling modification and validation. Currently the CAPA is pending implementation and validation said to be completed within the current year.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that at the time of priming, a leakage occurred from the tube.